Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2015-xxxx. (B)(4). Approximate age of device - 9 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016. The cause expiration was noted as pump thrombosis/withdrawal of support. Events leading up to the patient's expiration were multiple unreported gi bleeding hospitalizations, placed on thalidomide by desert hematology. The first gi bleed event was approximately (B)(6) 2013 (exact date not reported). In addition, the patient had gone to the implanting center in heart failure, with pulmonary edema and pneumonia. The lvad then thrombosed. The lvad was disconnected as the patient was not a candidate for a replacement lvad due to bleeding and clotting issues. It was unclear if the thrombus caused the events, or if the thrombus was the final result of all of these complications. It was believed to be due to pump thrombus, due to hypercoagulability, due to pneumonia. The device was reported to be operating as expected. The patient's clotting system was the major issue. The lvad will not be returning for evaluation. No additional information was provided. The patient had previously received a pump exchange on (B)(6) 2015 due to pump thrombus infection.

Manufacturer narrative:
No equipment was returned for evaluation. The report of pump thrombus was not able to be confirmed. The instructions for use lists device thrombosis and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.